Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical staff visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 47 mg/dl at the airport. For treatment, medical staff gave the patient orange juice and glucose tabs. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded and the patient was better after 20 to 30 minutes.